Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to low pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that there was some noise being oversensed on the collected egms for the atrial episodes.